Manufacturer narrative:
Device manufacturing date is unavailable. The analysis on the suspect catheter was completed by medtronic personnel. Analysis found that one of the ends has been attached to the tubing backward.

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation procedure. It was reported that the drip bag connection for the saline tubing was incorrect. The white part should've been connected to the tubing, not the connector for the drip bag. The site had an extra set of tubing that was used instead. There was no delay to surgery since this occurred pre-operatively and there was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date provided. If information is provided in the future, a supplemental report will be issued.